Manufacturer narrative:
Follow-up #1: date of submission 11/08/2017animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: review of the black box data did not reveal any evidence of a rewind issue. The pump was powered on and exercised without any occurrence of a rewind issue. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue; the rewind function stopped prior to completion. This complaint is being reported because the issue may lead to long-term cessation of insulin delivery if the issue cannot be resolved. There was no indication that the product caused or contributed to an adverse event.